Event description:
The alleged issue: it was reported that there was abnormal distention of the mandarin guide when it was withdrawn, with the catheter being in place. No pt consequences.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.